Manufacturer narrative:
The reported lead was returned for evaluation. Visual inspection revealed optim sheath abrasions in two locations; one proximal to the suture sleeve tie impressions, consistent with friction to the device can and one distal to the suture sleeve tie impressions consistent with friction to another device or feature of the heart. There was no damage noted to the silicone insulation in either abrasion zone.

Event description:
This report is to advise of an event observed during analysis.